Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified right coronary artery. The 2.5 x 18 mm xience sierra stent delivery system (sds) was advanced to the target lesion and an attempt was made to inflate the sds balloon. The balloon did not inflate and the stent did not deploy. The sds was removed without issue and the stent remained on the delivery system. A second xience sierra was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.